Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.

Event description:
A distributor of infutronix received a complaint from a healthcare professional reporting: tubing came loose from the pump. Event occured within the first 24 hours of treatment. The patient is very unhappy they had to remove the catheter. Patient was instructed by on-call anesthesiologist to shut down the pump and do a catheter removal. No patient injury reported. The contract manufacturer of the affected device is (B)(4).